Event description:
New information received notes the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise. No intervention was performed, and the clinic continue to monitor the patient. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing far r-wave resulted in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition.